Event description:
It was reported that when using the bd pyxis¿ es server, multiple stations was not communicating. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: model#, catalog#, serial number, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the multiple devices were not communicating. A technical support specialist (tss) logged into es server and medstation es, there the tss noticed that the devices were communicating properly, and it was an error on health sight viewer (hsv). So, the tss applied the knowledge article (ka) ¿medstation es ¿ 1.7 lcr ¿ devices showing as not communicating notices while connected¿ to resolve the issue. The system functioned as intended after the technical support specialist troubleshot the device.